Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a sharps container. The customer reports that she rec'd a needle stick from a contaminated 1/2" 30 gauge needle that had punctured the bottom of the sharps container. The customer reports as a result of the needle stick she had the appropriate blood tests drawn and will have to return for f/u tests 3, 6, and 12 months out.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.